Event description:
It was reported that during a colon procedure in which the rectum tissues were irradiated and thick, the stapling appeared to be correct. The surgeon noticed a very round hole (diameter 6/7mm in 1/3 left, 2/3 right) at the top level of the stapling. The surgeon made 3 sutures. There was no adverse pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.